Event description:
Fifteen minutes into the procedure, the donor received a hematoma. The donor was re-venipunctured, but the machine alarmed after ten minutes, so the operator ended the procedure. Pt info is not available at this time. The disposable is not available to be returned for eval. This report is being filed due to insufficient info provided at this time to determine if a malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.